Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the cover was peeled and the knife wire was exposed. Upon checking the tip, the knife was deformed and partially discolored. In addition, the wire sheath was torn into filaments. There was no defect in the part where the wire sheath was torn. There were no other abnormalities and no component fell off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
On behalf of the customer, an olympus representative reported to olympus, that upon opening the single use 3-lumen sphincterotome v, the customer found that the coated part of the tip knife was split. The issue was found during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography, endoscopic sphincterotomy (ercp est). The patient was not under general anesthesia, the procedure was very briefly delayed and the procedure was completed successfully with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the wisps in the coating of the tip knife was a tear in the wire sheath. However, the cause of the wire sheath (insulation coating) tear could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use ¿when inserting or removing this product from the endoscope, pull the slider slightly to advance or retract the knife wire along the curvature of the tube. If the forceps base part of the endoscope is advanced or retracted with the knife wire deflected, the metal part of the forceps base may come in contact with the knife wire, possibly shaving the coating.¿ olympus will continue to monitor field performance for this device.